Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿b temp¿ occurred two times on the rotaflow console during patient use. The unit was exchanged during use and no harm to the patient has been reported. The affected rotaflow console with s/n (B)(4) was investigated by a getinge field service technician on (B)(6) 2021. The technician was unable to confirm the reported failure. Preventive the batterypack ni-cd 24v 132wh (rfc) was replaced. The device was sent back to the user. Based on the investigation results the reported failure could not be confirmed. However, the failure mode "b temp error" can be linked to the following most possible root causes according to our risk management file dms# (B)(4). Increased heat generation due to short circuits. Defect battery. Heat accumulation. Heat generation due to motor blockage. Device used out of specification. Charging of battery. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 2.2 general safety instructions - only operate the rotaflow system within the specific technical and ambient conditions. Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. - make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was reported that the error message ¿b temp¿ occurred two times on the rotaflow console during patient use. The unit was exchanged during use and no harm to the patient has been reported. Complaint ID: (B)(4).